Event description:
Consumer called to reprot taking blood sugar reading at 2am, getting a low result and having to call the ems for assistance. Believes her meter is running high and she is adjusting insulin on incorrect readings.